Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was partial deployment and stent damage. A 6 x 180 x 75 innova¿ self-expanding stent was selected for an evt procedure in the mildly tortuous 100% stenosed superficial femoral artery (sfa). An ipsilateral antegrade approach was used to access the lesion. The lesion was 2 mm pre-dilated. The innova was inserted by a non-bsc guidewire, but it was not able to cross the lesion. It was able to cross the lesion after the guidewire was changed to a 0.35. The stent was deployed by the thumb wheel up to 12 cm without any resistance. After that, it was not able to perform pull back and deploy completely. The thumbwheel was used with normal force until the white arrow was visible. The pull grip was not used. The handle was disassembled and it was found that the stent was stretched and deployed in the sheath. The stent was able to be pushed into the target vessel. The procedure was completed with this device. The stent did not fracture and there were no kinks. There were no patient complications and the patient status was good.